Event description:
I suffer from severe obstructive sleep apnea and have used and benefitted greatly from CPAP for the past fourteen years. But (B)(6) 2016 I obtained a new CPAP machine and mask and after falling asleep for a short period of time I awoke with burning nasal passages, a severe sinus headache and shortness of breath. I went back to my old mask experienced no problem and concluded that something was amiss with the new silicone face cushion. It seemed to have a strong chemical odor which didn't come out with washing and which made me sick. Since then I have tried several others from different manufacturers but they have also had a strong chemical odor. I have left only one old odorless cushion which will soon wear out. It is true that I also suffer from severe allergies and asthma but never had any negative affect in the previous years that I have used CPAP. It is obvious that the silicone used now is different i.e. It is not odorless as it ought to be.